Event description:
It was reported that during a installation, the 9800 system dead on arrival. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard and control panel processor were replaced. The system was tested and found to be working as intended and put back into service.